Event description:
The practitioner was called in the morning regarding a "defective PICC" by a nurse in the ICU. The patient had a 5fr two lumen power injectable PICC inserted. The nurse stated that yesterday she noticed the "port" was separated from the catheter. When investigated, it was found that the pink hub was missing from the catheter. The catheter was clamped right below the missing portion. Tegaderm had also been wrapped around the catheter. The nurse was advised that the catheter would have to be replaced and to notify the md.